Manufacturer narrative:
The reported event was inconclusive because no sample was returned . The potential root cause for this failure could be user related (example: salt accumulation)/block drainage lumen/no drainage eye. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the (latex foley catheter) product ifus were found to be adequate based on past reviews. H11: section a through f the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient experienced leakage while using the 18fr foley catheter. So the patient was asking about different size foley catheters. Per follow-up via phone on (B)(6) 2022, patient could not provide any specific information related to the leak and they had a 20fr inserted to replace the 18fr. Patient described the foley catheter as white in color and did not know the reference or lot number because they got catheter from their physician. Also reported that the 20fr foley catheter balloon burst inside and went to the emergency department on (B)(6) 2022 for placement of a new foley and could not provide reference number for this catheter but still had it. Patient planned to take it to next physician appointment and then would send catheter to bd for evaluation.

Manufacturer narrative:
The reported event was inconclusive - poor sample condition. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. Unable to perform evaluation due to poor sample condition. The potential root cause for this failure could be wrong product size selected. A review of the device history record did not show any problems or condition that would have contributed to the reported issue. Therefore no additional action required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "sterile unless package is opened or damaged. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon to burst. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Single patient use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer syringe. Do not use needle. Visually inspect the product for any imperfections or surface deterioration prior to use. Do not use if package is opened or damaged. Recommended inflation capacities 5cc balloon: use 10cc sterile water 30cc balloon: use 35cc sterile water do not exceed recommended capacities. Note: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the patient experienced leakage while using the 18fr foley catheter. So the patient was asking about different size foley catheters. Per follow-up via phone on 10jan2022, patient could not provide any specific information related to the leak and they had a 20fr inserted to replace the 18fr. Patient described the foley catheter as white in color and did not know the reference or lot number because they got catheter from their physician. Also reported that the 20fr foley catheter balloon burst inside and went to the emergency department on (B)(6) 2022 for placement of a new foley and could not provide reference number for this catheter but still had it. Patient planned to take it to next physician appointment and then would send catheter to bd for evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient experienced leakage while using the 18fr foley catheter. So the patient was asking about different size foley catheters.